Event description:
It was reported that an ilet bionic pancreas user experienced persistent ¿low¿ display on the ilet with a right-pointing arrow while the user felt symptoms consistent with high glucose. The user reported potentially a frozen appearance of the interface and initial indications of 0% battery and 0 units that later resolved after charging, refilling, and a firmware update. The user was using a dexcom g7 and lacked an alternate glucose meter or spare sensor. Symptoms included thirst and frequent urination consistent with hyperglycemia with a peak of 400 mg/dl. Outcomes included remote troubleshooting, user education on meal announcements, a firmware update, charging the device, and advising continued monitoring until cgm calibration or a second reading could be obtained. Investigation included technical support review, device charging and functionality checks, and software update with reconnection to cgm. Investigation of this case revealed that the device resumed reporting battery and insulin status and reconnected after the update, but the cgm continued to report low glucose without corroboration from a second measurement. It was concluded that the cause of the reported hyperglycemia concern was unclear and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.